Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate any system nonconformity, which may have contributed to the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that during a laser assisted cataract with intraocular lens (iol) there was a complication with the arcuate incision. Additional information has been requested. Additional information received stating this was a spontaneous perforated laser nasal arcuate incision which resulted in a stromal corneal ulcer. The arcuate perforation is fully recovered however, the patient has persistent stromal folds.